Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. Damage found during investigation is attributable to the removal surgery. Based on the received information a device unrelated medical issue is assumed to be the cause of the experienced unusual noises, as they were present regardless of use of the device and the recipient has a history of noise exposure and tinnitus prior to ci implantation. This is a final report.

Event description:
The recipient reported that after re-mapping sound with the device became more raspy and echoic, and high-pitch sounds hurt. The pain with high pitched sounds was improved with deactivating electrode channels 9 and 10. Adjustments were made to address the issues with little improvement. At the beginning of 2019 the user also heard "howling/barking" for 3 days with and without use of the device. However, recipient's medical history includes long duration of deafness that progressed over time, noise exposure and tinnitus prior to ci implantation that presented as a constant ringing. The recipient was re-implanted.

Manufacturer narrative:
(B)(4). (Exemption number e2015033). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient reported that after re-mapping sound with the device became more raspy and echoic, and high-pitch sounds hurt. The pain with high pitched sounds has improved with deactivating electrode channels 9 _ 10. Adjustments have been made to address the issues with little improvement. Recently the user also heard "howling/barking" for 3 days with and without use of the device. No head injury, nor changes in health status/medication have been reported.